Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 106-140mg/dl fasting. Verified test strips expire 05/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 150mg/dl and 130mg/dl. Reviewed meter memory: (B)(6). Customers concern:"lo". No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 106-140mg/dl fasting. Verified test strips expire 05/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 150mg/dl and 130mg/dl. Reviewed meter memory. 130mg/dl 09/16/2015 07:00:00 am fasting:yes; 124mg/dl 09/15/2015 08:00:00 am fasting:yes; 130mg/dl 09/14/2015 08:00:00 am fasting:yes; 125mg/dl 09/13/2015 07:00:00 am fasting:yes; 137mg/dl 09/12/2015 07:00:00 am fasting:yes. Customers concern:"lo". No adverse event reported.